Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer would not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bottom drawer failed to open and was unable to recover. A field service engineer found that the drawer 7 failed to stay closed due to a fallen magnet from the inseparable. The fse replaced the latch inseparable and confirmed that the drawer functionality was tested successfully in both hardware test application (hta) and in the application. The system functioned as intended after the field service engineer repaired the device.